Event description:
Customer reported to baxter (B)(4) of a blood set in which customer observed incorrect assembly of blue slide clamp on the set. The blue slide clamp was assembled in the wrong direction and the nurse wasn't able to insert the clamp into the colleague infusion pump. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a blood set in which customer observed incorrect assembly of blue slide clamp on the set was not confirmed during sample evaluation because the sample is not available for evaluation. The companion samples were evaluated and the visual inspection of the companion samples confirmed the reported condition. The root cause of the reported condition was assigned to be operator error while assembling the sets. The operators were notified and retrained to assemble the sets correct way. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.